Manufacturer narrative:
A ge rep contacted the customer by phone. No other information is available regarding evaluation or status of the system.

Event description:
Customer reported the system displays dark images on the left monitor. No pt injury was reported.